Event description:
It was reported that the patient was experiencing post-operative phrenic nerve stimulation at low output levels from the left ventricular (lv) lead. The feature which monitors the pacing amplitude threshold and adjusts lv outputs and helps ensure delivery of cardiac resynchronization therapy was switched off. The lead remains in use. No further patient complications have been reported as a result of this event.